Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was seen post implant, high pacing threshold was observed. The physician suspect lead dislodgement and reprogrammed the device. Upon further follow up it was discovered that the patient was seen on (B)(6) 2019 and programming changes were made again, and the lead seems to have stabilized. The patient was not symptomatic and was stable.